Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device cut but only partially stapled. Another similar device was used to complete the procedure. No patient consequence reported.